Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the forceps cover glue peeling could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further inspection of the returned device could not confirm the customer¿s complaint of ¿ lines in the image.¿ two leaks were noted on the scope¿s bending section rubber and bending section rubber glue. The cause of the physical damage to the scope cannot bee determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, lines appeared in the scope image. There was no patient involvement. The device was returned to for evaluation and found the forceps cover glue peeling and a gap in the probe pink rubber. This report is being submitted to address the peeling forceps cover glue and the damaged probe rubber noted during evaluation.